Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for a novel system implant. During the procedure, it was found that upon placement, the novel atrial lead was failing to sense and exhibited high capture threshold. Repositioning of the lead produced the same issues. The procedure was completed using an alternate lead on 6 feb 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.